Event description:
The nurse reports that the patient was connected to the machine and then the machine pump would not start. Clinical engineering removed the machine from service and had it repaired.